Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh kit device was used during a sacrocolpopexy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, during placement, the mesh tore but did not separate into pieces. Reportedly, the physician stretched the mesh to reach the sacrum but he did not expect the mesh to tear. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.